Event description:
During ultrasound scanning with the sc2000 diagnostic ultrasound system, the subject was scanned routinely on the skin in the mid chest area and did not complain of any discomfort or heat. The following day he reported a small approx 7mm heat blister on the skin of the area scanned.

Manufacturer narrative:
The transducer was removed from service and is in siemens possession, but has not yet arrived at the factory for eval. We will update FDA upon completion of the eval.